Manufacturer narrative:
Additional info: a4, a5b, b2, b5, b6, b7, g1, (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia and a right inguinal hernia. It was reported that after implant, the patient experienced adhesions, mesh had evaginated into defect, recurrence, mesh detachment, and infection. Post-operative patient treatment included abdominal wall reconstruction, hospitalization, (&) on-q pain pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia and a right inguinal hernia. It was reported that after implant, the patient experienced adhesions, mesh had evaginated into defect, recurrence, mesh detachment, pain, hematoma, healing, impaired and infection. Post-operative patient treatment included medication, abdominal wall reconstruction, hospitalization, <(>&<)> on-q pain pump.

Manufacturer narrative:
Concomitant product: lpg1510ar 10x15 cm lp antmcl mesh rt (lot# ppc0045x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia and a right inguinal hernia. It was reported that after implant, the patient experienced adhesions, mesh had evaginated into defect, recurrence, mesh detachment, and infection. Post-operative patient treatment included abdominal wall reconstruction.